Event description:
According to the facility on 1/7/2025, there were issues with the syringe not staying tight on the manifold.

Manufacturer narrative:
According to the facility on 1/7/2025, there were issues with the syringe not staying tight on the manifold. The facility stated "we had to change out the entire manifold system during a case. This is a huge patient safety as air is introduced to the system". The facility stated that no injury occurred. There was no further information. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update to d4. After further investigation, it has been determined that the correct lot number is 0000136863. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.